Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that the grinding noise when rewound the insulin pump it made a grinding noise and sometimes it didn't rewind at all. It was reported that the customer had high blood glucose. The customer sated that they had to push the button 3 to 4 times to got them to work. It was reported that the buttons were harder to press. Customer reported the insulin pump was exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform self test and displacement test. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address/serial number label and broken belt clip slot.